Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted stretched guide wire exit notch (this type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire) and ultimately resulted in the reported material separation. The noted multiple bends and kinks on the hypotube likely occurred due to handling or during packing for return analysis. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.na.

Event description:
It was reported that the procedure was performed to treat a calcified, non-tortuous left anterior descending artery. The shaft broke on the 4.0x15mm nc trek balloon dilatation catheter. Type of treatment if any was not specified. A new unspecified balloon was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.